Event description:
Awareness date is 18 dec due to xxx mother trying to call embecta customer service 17 december but not getting through, spent 2,5 h in que before giving up. Customer care calls her back 18 dec. Patient is xx years old, and she informs us: taking lunch insulin with a new pen needle at 1 pm (B)(6) the canula was not attached to pen needle when withdrawing from tissue after injecting. She called 1177 (swedish state medical advice hot line) who recommended she contacted her health care center. When they did not answer phone her father took her to emergency ward at (B)(6) hospital. There she got an emla-bandaid and had to wait two hours before getting a room where she waited 1 hour more. A doctor examined her abdomen, but could not feel anything. An ultrasound was performed with no cannula showing. A surgeon was called and a new ultrasound was performed, with no cannula showing. Patient was sent to x-ray, and the cannula could be seen at x-ray. She was then taken to operating theatre where the abdomen was opened while she was awake. More than one piece of fat tissue was removed from her abdomen and sliced by her side for surgeon to try to find the cannula. She then was sutured with 4-5 stitches. She wants to have on record that no one in the staff that she met had ever experienced something like this, and one of the nurses had worked there for 37 years. She also wants to have on record that she has had diabetes for 15 years and this is the most uncomfortable situation she has ever been in. She perceived it very traumatic to be cut into while awake and seeing the surgeon search through pieces of her fat tissue. This will affect her physically and psychologically for a long time forward, and she will have a scar on her abdomen for the rest of her life. She wants economical compensation for damage, scarring and trauma, as well as replacement for lost income for her, her father and her mother (who could not work while waiting in que for embecta customer care). She has the pen needle, the broken cannula saved, and will send these in for analysis, but wants them back after analysis is performed. Note from lot number column information: 3341084 (she thinks it is from this box, but could be from a box she has at her apartment in stockholm as well). Tmaik 20 december 2024: lot # 3341084 not valid. Unknown entered. V. Coyne 14 january 2025 updates/additional information - see attachments. Please see attached pir (in green text) with information on samples sent for analysis. Ella has sent 3 unused reference samples from same box, as well as the used pen needle. The needle that was removed from her abdomen is inside a blood sample tube that she has sent us.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as broken patient and non-patient end. Embecta cannot determine the root cause of the broken components. Since the returned sample was open and not intact, it is not possible to ascertain whether the breakage is related to manufacturing process or use by the customer. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.